Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on (B)(6)2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of patient-device incompatibility ('natural rejection of one of the two essure implants') in a 36-year-old female patient who had essure inserted. In 2016, the patient had essure inserted. The patient-device incompatibility (seriousness criterion medically significant) occurred on (B)(6) 2021. The reporter commented: as it was not clear whether the other remaining device was removed, the 'action taken with the drug': not applicable and the 'device removal': no. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 16-jun-2021. This spontaneous case was reported by a consumer and describes the occurrence of patient-device incompatibility ('natural rejection of one of the two essure implants') in a (B)(6) year-old female patient who had essure inserted. In 2016, the patient had essure inserted. The patient- device incompatibility (seriousness criterion medically significant) occurred on (B)(6) 2021. The reporter commented: as it was not clear whether the other remaining device was removed, the 'action taken with the drug': not applicable and the 'device removal': no. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.